Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to incorrect supplier manufacturing process. It was unknown whether the device had met specifications. The product was used for the treatment but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the inner packaging was torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inner packaging was torn.